Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the suspected driveline damage, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively be determined through this evaluation. Additional information provided by the account on (B)(6) 2021 indicated that the device will not be returning for evaluation. The heartmate ii lvas instructions for use (IFU) and patient handbook contain sections on caring for the driveline, indications for driveline damage, how to respond to such events, and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(4) and the percutaneous lead, serial number (B)(4), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. The patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Additionally, the patient handbook contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a pump exchange due to driveline fracture on (B)(6) 2021. The patient developed elevated powers (7-8 watts) and flows (8-11 liters per minute). The waveforms were sent for review for abnormal pump function or signs of hemolysis. The log file review noted power/flow elevations from (B)(6) 2021 that appeared to be the result of a brief speed increase to 9400 rotations per minute and never returned to previous levels when the speed was decreased back to 9200 rotations per minute. There were also multiple pulsatility index (pi) events. The patient labs, volume, and blood pressure were all within an acceptable range and did not seem to be contributing. The patient cable was replaced and the power/flow was 4-5. The system controller was repositioned out from underneath the blankets due to being very warm before obtaining log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported event of suspected driveline damage. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that the patient underwent pump exchange on (B)(6) 2021 due to driveline fracture. (B)(6) was returned assembled with the driveline cut approximately 3¿ from the pump housing and a distal portion of the driveline was returned. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and the outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. The returned portions of driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The layers were removed, and microscopic examination of the underlying wires did not reveal any insulation breaches. The driveline wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Although the reported event of driveline fracture was unable to be confirmed through this evaluation, it should be noted that a mid-segment of the driveline was not returned and therefore an evaluation of the entire driveline was unable to be completed. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and driveline fault alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.